Event description:
In this event it is reported that a CARBIDE BUR CAVITY RND RA012 bur broke during use. The dentist immediately enlarged the surrounding area and successfully removed the broken part. During the removal of the broken part, partial tooth structure loss occurred.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 CFR Part 803.Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused Bur is available for evaluation. Nothing unusual to report was found during DHR review (batch #1947025). Root causes are not identified. We will track this kind of event and monitor the trend.Potential root causes may be incorrect technique, overuse (could be the case here - Number of uses not communicated), excessive wear, Patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.Root causes are not identified.All complaints are monitored through the monthly Product Surveillance Committee and a corrective action could be determined by the committee.